Event description:
It was reported that the pt had a change in condition two days after the insertion of the edi catheter that is used for nava (neurally adjusted ventilator assist) ventilation with the ventilator. On radiographic inspection for placement, the edi catheter was found to have perforated the esophagus just above the diaphragm and was positioned in the lower right quadrant of the abdomen. The edi catheter was pulled out of the pt and another edi catheter was inserted. The perforation closed without further intervention and the pt had no further complications. (B)(4). Ref MFR# 8010042-2014-00277.